Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 200 ml of blood. The patient in which the procedure was being performed on, was already in the intensive care unit at the facility. The patient's current condition is reported to be fine. The complaint reported a fiber leak. Medivators quality assurance reviewed the batch records of the reported lot and found no abnormalities that contribute to a fiber leak. The unit was not returned for analysis. Medivators qa was unable to confirm the complaint of a fiber leak. Medivators remains in close contact with (B)(4). This complaint will continue to be monitored in the medivators complaint handling system. (B)(4).

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 200 ml of blood.